Event description:
Infant on ECMO and also had a 60cc syringe containing 250mcg in 50cc d10w infusing via medfusion syringe pump at 4mcg per/hr. Infant rec'd contents of syringe over a 2 hr period resulting in an increase of glucose from 280 range to 433. The pump was missing a piece, termed by the MFR as a "plunger retainer" may have contributed to the event. The conditions imposed on the pump through connection to the ECMO sys could become critical to it's faulty operation. In this setup, the syringe pump was connected to the inflow side of the roller pump whereby a steady suction was applied to the syringe. Under such condition, the plunger was pulled by suction rather than pushed by pump holder and could more readily disengage from the holder.